Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implantation of the right atrium lead, in the first attempt, no successful measurements were obtained, so the physician elected to reposition the lead. Helix extension and retraction difficulties were then observed. For this reason, the physician removed the lead from the patient and again observed rotation difficulties. A new lead was then successfully implanted without adverse patient effects and the attempted implant lead returned for laboratory analysis.